Event description:
Caller reported a cartridge alarm during the load process, resulting in an unspecified high blood glucose level that required a correction bolus via pump. A correction bolus was delivered to address bg. Tandem technical support confirmed consecutive cartridge alarms and resolved the issue by sending a replacement pump with updated software; the customer was advised on using backup therapy to ensure insulin delivery is not interrupted.